Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced headaches, inflammation and an unspecified infection after undergoing a surgery for chiari malformation in which dura-guard was placed suboccipitally. It was reported the patient experienced surgical pain and headaches the day after the surgery. Approximately two months later, the patient was still experiencing headaches and a month later the patient presented to the emergency room with headaches. Approximately four months after the surgery, the patient experienced pressure due to a large fluid collection in the area of the implant. Approximately 133 days after the initial surgery, the patient underwent a surgery due to an inflammatory response from the dura-guard; subsequently the dura-guard was removed. On an unreported date during hospitalization, the patient received vancomycin via a peripherally inserted central catheter (PICC) for an unspecified infection (no further details). On an unreported date, the patient was discharged with the PICC line to continue antibiotic treatment at home. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : upon follow up it was reported upon reoperation, adhesions were found between the dura-guard and the brain. Should additional relevant information become available, a supplemental report will be submitted.